Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding pressure sore on his back. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist and wound care provider advised the patient to apply neosporin and bandages to the skin irritation. Follow up indicated that the patient's skin irritation improved.